Event description:
On (B)(6) 2015 customer reported that the right atrial (ra) lead had insulation damage and high pacing threshold measurements (intermittent at max outputs). This lead was then surgically abandoned and replaced with no issue. This ra lead is out of service. No adverse pt effects were reported. The lead was actively implanted for approx 14 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse pt effects were reported. The lead was replaced with no issue. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were received. No trend of the same or similar type was found or indicated.